Event description:
It was reported during monitoring the device generated an incorrect alarm for tachycardia when the patient developed bradycardia. There was no indication of harm and there was no medical intervention performed as the issue was recognized by the user. The customer requested assistance determining whether the reported issue was related to the device or a nurse error.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by a philips technical consultant (tc), which included interviewing the customer. During the investigation, the tc discovered the telemetry pack had been removed from the patient during the time of the reported event, resulting in no harm. The improper function was detected early enough to prevent any unnecessary treatment or patient impact, and the patient had already been transferred to a different, properly functioning device. Audit logs and any relevant rhythm strips were requested but could not be obtained for review. Additional information later emerged indicating the unit in question had been purchased and/or serviced by a third-party vendor. Per the applicable philips service bulletin (sb), any device that has been altered from its documented factory ship state - or may have been altered by non-philips personnel - is ineligible for philips repair. This is due to the potential for undocumented hardware modifications that could compromise device integrity or safety. The tc uploaded the sb to the case file and communicated these details to the hospital's clinical engineering department. The tc recommended the customer not return the telemetry pack to clinical use until it undergoes proper evaluation and repair. The customer as advised that, although the device may technically be sent to philips for evaluation, the circumstances described in the sb indicate it would almost certainly be returned unrepaired. The tc reinforced the importance of removing the device from service to prevent recurrence of the behavior. Based on the information available in the case, the cause of the reported problem could not be confirmed, as the requested logs could not be retrieved and philips is unable to perform internal evaluation or repair on the unit due to its third-party service history. The reported problem itself was confirmed. If additional information becomes available, the complaint file will be reopened for further investigation.